Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, lamp error a-b was noted due to a defective lamp. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the video system displays bad image. During a standard service inspection of the customer returned device, a lamp a/b errors were displayed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the investigation confirmed the lamp error and the image issue most likely due to a faulty lamp. The specific root cause of the faulty lamp could not be determined at this time. Olympus will continue to monitor field performance for this device.